Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -6.50/1.0/062 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (b)96) 2022. Low vault with rotation was observed. Lens repositioning was performed (on (B)(6) 2022). On (B)(6) 2023 the lens was exchanged for a longer length lens. The exchange resolved the problem.